Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 28 months, it was reported that the device was approaching an eri indication. No adverse pt side effects have been reported. The device was explanted.